Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3max) was stretched and fractured approximately 128.0 cm from the hub. Conclusions: evaluation of the returned devices revealed the 3max was stretched and fractured. This type of damage typically occurs due to improper handling during use. If the 3max is withdrawn with excessive force against resistance, damage such as this may occur. Further evaluation revealed the 5max ace was bent in multiple locations throughout its length. This damage was likely incidental, and may have occurred due to improper packaging for return transit to penumbra. The guidewire and non-penumbra catheters mentioned in the complaint were not returned for evaluation. Penumbra catheters are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery using a penumbra system 3max reperfusion catheter (3max). During the procedure, the physician inserted the 3max into a penumbra system 5max ace reperfusion catheter (5max ace) and then inserted a guide wire into the 3max before advancing everything through another manufacturer's guide catheter. While advancing all the devices toward the target vessel, the physician felt resistance and pulled back on the 3max; however, the radiopaque marker band of the 3max would not come out. Therefore, the physician removed all the devices from the patient and found that the tip of the 3max remained inside the 5max ace. The physician then connected a penumbra system aspiration tubing (tubing) to the 5max ace and performed aspiration using the penumbra system aspiration pump max 110v (pump max) to successfully retrieve the broken tip of the 3max. Thereafter, the procedure was completed using the same 5max ace and the other manufacturer''s microcatheter. There was no report of an adverse effect to the patient.